Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed bicarbonate buffer test. Both sensors failed, 1 sensor failed for high readings, 1 remaining sensor passed with accurate readings. Unable to confirm needle complaint; due to customer returning sensors with no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer states that there was a 50 to 80 point difference between the blood and sensor glucose. The customer felt ill one night her blood glucose was at 40 mg/dl. The threshold suspend limit was set to 80 mg/dl. It was also stated that the insulin pump never alerted her she was going low or went into threshold suspend. The customer also had issues trying to insert three sensors. The needle hub stayed attached to the sensor and did not pull apart. There customer stated there was blood on site. The customer's blood glucose was 160 mg/dl. Troubleshooting was declined. The customer will be sent two replacement sensors. Nothing further reported.